Event description:
The customer reported that the system exhibited and interlock failure and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb, filament driver pcb, generator driver pcb, high voltage supply regulator, and x-ray tube were evaluated and replaced. The system was tested and found to be working as intended and returned to service.